Event description:
Boston scientific received information that this patient stated that his device had "fired" at which time the patient became dizzy and passed out. The patient stated he was asymptomatic and he did not receive a shock. The patient's clinic is requesting the patient get enrolled in latitude. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additonal product issue details were unsuccessful. No other adverse events have been and this device remains implanted. This product issue will be updated if additional information is received.